Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a very high blood glucose reading. The customer was hospitalized on (B)(6) 2018 at rome hospital for the high blood glucose reading. Blood glucose value was 550+ mg/dl at the time of the incident. The customer stated her insulin pump isn't working. The customer stated her sugar value went so high that she went into intensive care and then went on the drip. The customer stated she eventually got back on her insulin pump and her sugars went right back up. Troubleshooting was performed but there was no indication that the issue was resolved. The device will be replaced and returned.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test.